Event description:
It was reported the bd vacutainer® cat (clot activator tube) plus blood collection tubes had under-fill or low draw of a tube with blood. This event occurred 100 times. The following information was provided by the initial reporter: translated to english. The customer stated "biobank has been working with bd vacutainer for years, now the serum tubes have not filled correctly in various locations. As a result of the underfilling, samples from the biobank are missing because the volume of serum is not sufficient for the required number of aliquots."

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos for investigation. Therefore, twenty (20) retention samples from bd inventory were were draw-tested with deionized water, and all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode. See h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported the bd vacutainer® cat (clot activator tube) plus blood collection tubes had under-fill or low draw of a tube with blood. This event occurred 100 times. The following information was provided by the initial reporter: translated to english. The customer stated "biobank has been working with bd vacutainer for years, now the serum tubes have not filled correctly in various locations. As a result of the underfilling, samples from the biobank are missing because the volume of serum is not sufficient for the required number of aliquots."